Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record of the reported device could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The unk rx trek and unk nc trek rx devices is being filed under a separate medwatch report number. (B)(4).

Event description:
The following information was reported via a post market hospital data collection clinical study report identifying abbott coronary dilatation catheters (nc trek rx, trek rx, mini trek rx ) that may be related to unsuccessful delivery, inflation issues, and deflation issues. Details are listed in the attached report, titled post market hospital data collection clinical study report.